Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included ovarian cyst and laparoscopy (2002 and 2004). Previously administered products included for an unreported indication: terconazole. Concurrent conditions included vaginal dryness, itching, yeast infection, vulvovaginitis, cervical dysplasia, uti, abdominal pain and vaginal irritation. Concomitant products included alprazolam, anovlar (minestrin), azithromycin, citalopram, escitalopram, escitalopram oxalate (lexapro), eszopiclone, hydrocodone, losartan, menadiol diacetate (acetomenaphthone), naproxen, norethisterone (errin), oxycocet (endocet), pregabalin (lyrica) and vicodin (hydrocodone w/acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 29 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti "). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, urinary tract infection, headache, migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she had 5 coils were noted extending out into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included ovarian cyst, laparoscopy (2002 and 2004) and multigravida. Previously administered products included for an unreported indication: terconazole. Concurrent conditions included vaginal dryness, itching, yeast infection, vulvovaginitis, cervical dysplasia, uti, abdominal pain, vaginal irritation, mixed incontinence, pap smear abnormal and genital bleeding. Concomitant products included alprazolam, azithromycin, citalopram, escitalopram, escitalopram oxalate (lexapro), eszopiclone, ethinylestradiol;norethisterone acetate (minestrin), hydrocodone, hydrocodone;paracetamol (acetaminophen;hydrocodone), losartan, menadiol diacetate (acetomenaphthone), naproxen, nystatin, oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and terconazole. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 2 months 29 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), headache ("migraines / headaches"), migraine ("migraines / headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, headache, migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown and the urinary tract infection was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she had 5 coils were noted extending out into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: results: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, events onset date added, outcome of the event urinary tract infection has been updated to recovering / resolving. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in a 38-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included ovarian cyst, laparoscopy (2002 and 2004), multigravida and menorrhagia. Previously administered products included for an unreported indication: amoxicillin from (B)(6) 2009 to (B)(6) 2009 and terconazole in 2007. Concurrent conditions included vaginal dryness, itching, yeast infection, vulvovaginitis, cervical dysplasia, uti, abdominal pain, vaginal irritation, mixed incontinence, pap smear abnormal and genital bleeding. Concomitant products included citalopram for depression as well as alprazolam from (B)(6) 2011 to (B)(6) 2016, azithromycin from (B)(6) 2012 to (B)(6) 2012, desogestrel;ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2015, erythromycin (errin) from (B)(6) 2013 to (B)(6) 2014, escitalopram oxalate (lexapro) from (B)(6) 2010 to (B)(6) 2012, escitalopram from (B)(6) 2012 to (B)(6) 2013, eszopiclone from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol;norethisterone acetate (minestrin) from (B)(6) 2014 to (B)(6) 2015, hydrocodone since (B)(6) 2012, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2015 to (B)(6) 2016, losartan, menadiol diacetate (acetomenaphthone), naproxen, nystatin, oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2016, pregabalin (lyrica), terconazole and tramadol from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 2 months 29 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), headache ("migraines / headaches"), migraine ("migraines / headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the heavy menstrual bleeding, headache, migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown and the urinary tract infection was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she had 5 coils were noted extending out into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: results: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia lot number: 700548 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in a 38-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included ovarian cyst, laparoscopy (2002 and 2004), multigravida and menorrhagia. Previously administered products included for an unreported indication: amoxicillin from (B)(6) 2009 to (B)(6) 2009 and terconazole in 2007. Concurrent conditions included vaginal dryness, itching, yeast infection, vulvovaginitis, cervical dysplasia, uti, abdominal pain, vaginal irritation, mixed incontinence, pap smear abnormal and genital bleeding. Concomitant products included citalopram for depression as well as alprazolam from(B)(6) 2011 to (B)(6) 2016, azithromycin from (B)(6) 2012 to (B)(6) 2012, desogestrel;ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2015, erythromycin (errin) from (B)(6) 2013 to (B)(6) 2014, escitalopram oxalate (lexapro) from (B)(6) 2010 to (B)(6) 2012, escitalopram from (B)(6) 2012 to (B)(6) 2013, eszopiclone from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6)2010, ethinylestradiol;norethisterone acetate (minestrin) from (B)(6) 2014 to (B)(6) 2015, hydrocodone since (B)(6) 2012, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2015 to (B)(6) 2016, losartan, menadiol diacetate (acetomenaphthone), naproxen, nystatin, oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2016, pregabalin (lyrica), terconazole and tramadol from(B)(6) 2016 to (B)(6) 2016. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 2 months 29 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), headache ("migraines / headaches"), migraine ("migraines / headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the heavy menstrual bleeding, headache, migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown and the urinary tract infection was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she had 5 coils were noted extending out into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: results: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Medical history added. Date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no: 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included ovarian cyst and laparoscopy (2002 and 2004). Previously administered products included for an unreported indication: terconazole. Concurrent conditions included vaginal dryness, itching, yeast infection, vulvovaginitis, cervical dysplasia, uti, abdominal pain and vaginal irritation. Concomitant products included alprazolam, anovlar (minestrin), azithromycin, citalopram, escitalopram, escitalopram oxalate (lexapro), eszopiclone, hydrocodone, losartan, menadiol diacetate (acetomenaphthone), naproxen, norethisterone (errin), oxycocet (endocet), pregabalin (lyrica) and vicodin (hydrocodone w/acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 29 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti "). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), the first episode of migraine ("migraines / headaches"), the second episode of migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, urinary tract infection, the last episode of migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: it was reported that she had 5 coils were noted extending out into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added case become medically confirmed and updated patient demographics. Historical condition, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: terconazole. Concomitant products included alprazolam, anovlar (minestrin), azithromycin, citalopram, escitalopram, escitalopram oxalate (lexapro), eszopiclone, hydrocodone, losartan, menadiol diacetate (acetomenaphthone), naproxen, norethisterone (errin), oxycocet (endocet), pregabalin (lyrica) and vicodin (hydrocodone w/acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 29 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti "). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), headache ("migraines / headaches "), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy bilateral salpingectomy and mccall's culdoplasty on 28-mar-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, urinary tract infection, headache, migraine, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: not provided most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding, vaginal bleeding, uti, migraines / headaches , dysmenorrhea (cramping), fatigue; hair loss were added. Lot number added. Concomitant & historical drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy and mccall's culdoplasty on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: cystoscopy result was not provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic and severe pelvic pain. She underwent a hysterectomy and mccall's culdoplasty approximately 5.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic and severe pelvic pain. She underwent a hysterectomy and mccall's culdoplasty approximately 5.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.